Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the cardiologist noted pump stop events in the system controller history. Additionally, the patient confirmed experiencing several pump stop (red heart) alarms recently. No products were exchanged and the patient remained asymptomatic throughout the event. On (B)(6) 2016, the patient returned to the hospital for a follow up visit where it was noted in the system controller history that the red heart alarms had recently re-occurred. The patient was stable and asymptomatic. A driveline evaluation is planned by the end of the month.

Manufacturer narrative:
The device remains in use supporting the patient and a full evaluation of the device could not be performed. However, the report of pump stoppages was confirmed based on the information contained in the submitted system controller log file. Multiple instances of motor stop, low speed operation and driveline disconnect events were captured while the system was supported by both the power module and batteries. Although the specific cause for these events could not be conclusively determined, they appeared to be consistent with compromised percutaneous lead wires. The events occurring during battery support suggest that two wires from different phases were potentially compromised or damaged. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was provided with an ungrounded patient cable for use with the power module. On (B)(6) 2016, the patient's driveline was evaluated in clinic and no damage to the driveline was observed. No pump stoppage could be reproduced during the evaluation and no plans were made for a pump exchange or driveline repair. The patient remains ongoing with the implanted device and no further events have been reported.